Manufacturer narrative:
(B)(4) - evaluation summary: post market vigilance (pmv) led an evaluation of one spacemaker blunt tip trocar 10mm opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident states that during a lap hernia repair procedure the balloon failed to pump up when used. The dissector balloon appeared intact. Functionally the dissector balloon was inflated and did not demonstrate any leaks. Visual and functional testing of the returned sample confirmed the product met quality release specifications that were tested regarding the reported condition and the reported condition was not confirmed. Note that the information for use brochure which accompanies each product shipment states to remove the obturator from the cannula before attempting to inflate the balloon. By not removing the obturator, the balloon will not be able to be inflated. A review of the device history record indicates this device lot number was released meeting all release specifications at the time of manufacture. A review of complaint data reveals no trend for a device related failure for this condition.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A review of the device history record indicates this device lot number was released meeting all release specifications at the time of manufacture. A review of complaint data reveals no trend for a device related failure for this condition. (B)(4).

Event description:
According to the reporter during a laparoscopic hernia repair procedure the structural balloon failed to inflate. Another device was used to complete the procedure with no further incident reported. It was also reported that the patient did not experience an adverse event as a result of the incident.